Event description:
The facility reported a fail code 810:11, which did not occur during patient use. Although attempts were made by baxter, details were not available regarding pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.